Manufacturer narrative:
Product not returned.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited far r over-sensing and inappropriate mode switch episode. No intervention was performed. No patient consequences.